Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a wedge left superior lobe procedure, the device was used in this case to control bleeding that occurred on the lung tissues after surgeon used 2 linear staple lines which failed to deployed and close the tissues (competitive stapler device). After a few bites in the tissues the device seemed to get locked and surgeon was not able to open or close the jaw of the device. Procedure was completed using manual sutures. The procedure was delayed by 90 minutes.

Manufacturer narrative:
(B)(4). Batch # m92n6u. The device was received with the upper jaw detached returned. In addition, the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It is possible that due to the damage to the I-blade could have resulted in difficulty to open or close jaws before the jaw got detached. However, due to the condition of the device we are unable to investigate further the ¿difficult to open or close jaws¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.